Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019. Field service engineer (fse) reported that before starting the performance verifications tests (pvt), it was noticed that an issue with the alarm connector on the central processing unit (cpu) and it was giving an intermittent issue with error code 1104. Details regarding a visual inspection were not provided. Product does not meet specification. The part was returned to the manufacturer for investigation: it was determined this is a failure of ls1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported a backup alarm failed (e/c 1104). It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.